Event description:
The hcp explanted the pump after it having been implanted for 42 months. Hcp replaced it and returned it to the MFR for analysis. A follow up report will be sent when add'l info is received.